Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2023 by the journal of orthopaedic surgery and research, titled ¿fixation method can affect posterior tibial slope in opening-wedge high tibial osteotomy: a retrospective study". The study reviewed seventy-two (72) patients who underwent opening wedge high tibia osteotomy, using nonlocking puddu plating system, to address medial compartment oa of the knee/open-wedge high tibial osteotomy. During the mean 26.51 ± 8.38-month follow-up period, five (5) patients experienced hinge fractures. Source: yazdi hr, torkaman a, ebrahimzadeh babaki a, soleimani m, eslami a. Fixation method can affect posterior tibial slope in opening-wedge high tibial osteotomy: a retrospective study. Journal of orthopaedic surgery and research. 2023/10/17 2023;18(1):780. Doi:10.1186/s13018-023-04281-8.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.